Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
Leaving the tampon inside- vagina [foreign body in reproductive tract] . String fell off the tampon [device breakage]. Hurts- vagina [vulvovaginal pain]. Hurts to much to take them out without the string [complication of device removal]. Hurts to much to take them out [medical device site pain]. Cause was traced to manufacturing [manufacturing issue]. Case narrative: consumer reported via e-mail that the string fell off the tampon. No serious injury reported.

Event description:
Leaving the tampon inside- vagina [foreign body in reproductive tract] string fell off the tampon [device breakage] hurts- vagina [vulvovaginal pain] hurts to much to take them out without the string [complication of device removal] hurts to much to take them out [medical device site pain] case narrative: consumer reported via e-mail that the string fell off the tampon. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Leaving the tampon inside- vagina [foreign body in reproductive tract]. String fell off the tampon [device breakage]. Hurts- vagina [vulvovaginal pain]. Hurts to much to take them out without the string [complication of device removal]. Hurts to much to take them out [medical device site pain]. Case narrative: consumer reported via e-mail that the string fell off the tampon. No serious injury reported.